Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they think they have a defective unit. They stated they would be sitting at the table and all of a sudden they would get the urge to go and when they stood up they were wet and if they were not real close to the bathroom it was running down their leg. They spoke to a manufacturing representative (rep) who assisted the caller with changing programs. The patient mentioned they had tried making adjustments since april and had increased the number, but had not changed groups. The caller stated that they have been having problems with their therapy ever since receiving the replacement in (B)(6) 2023. The patient connected to their device and confirmed therapy was on. The patient changed programs and  they were able to adjust to a comfortable level. They will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2rr8j implanted: (B)(6)2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the defective unit/issue was determined and they thought the patient needed a lead revision. Patient was last seen on (B)(6) 2024 and they were scheduled for a lead revision on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rr8j, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Product ID 978b128, lot# va2rr8j, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the need for a lead revision was due to the lead having moved. This issue was resolved with a new implant being placed in november.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the issue/defective unit was unknown. The patient was last seen on (B)(6) 2024. The doctor indicated that they were going to schedule a follow up with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient has an appointment scheduled for (B)(6) 2024 with mdt rep and healthcare provider (hcp).